Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, it was reported that a cartridge alarm (cartridge alarm 19) occurred during pumping. The customer's blood glucose level was 333 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.